Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A pinnacle liner dissociated from the shell. This was confirmed by the surgeon during the revision procedure. The surgeon performed a head/liner exchange, after carefully examining the inner diameter of the shell and concluding that it was not damaged.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).